Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log file confirmed a pump stop due to battery depletion; however, a specific cause for this event could not be conclusively determined through this evaluation. A review of the submitted log file found that the pump stopped on (B)(6) 2024 due to external 14-volt battery depletion followed by controller backup battery depletion. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log file. It was reported that heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including death and cardiac arrhythmia. Section 7 ¿alarms and troubleshooting¿ contains information regarding all visual/audio alarms, and what action(s) should be performed when they occur. The heartmate ii patient handbook, rev. C, is currently available. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that on (B)(6) 2025 the arrhythmia department received a concerning transmission close to 1am. Clinic tried reaching out to patient and patients' family but was unsuccessful. Emergency services (911) was then called and asked to perform a wellness check at patient's address. At 12:22 911 called back to reported that patient was deceased. The deputy on the scene said that " there was no noise coming from the ventricular assist device, the patient was sitting up on the sofa with a bag in their hand" and that "the bag had something in it connected to their stomach." The deputy proceeded to say that they were not allowed to touch the body until the coroner arrived on the scene and processed the scene. At 12:48 the patients relative called back to report that the patient passed away and that they were in route to patient's home. The patient had an ICD implanted for arrhythmia prior to implant. The patient had monomorphic ventricular tachycardia that was did not exist prior to implant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient passed away and their system controller was returned to clinic. Log files were sent for evaluation. The log file contained data from (B)(6) 2024 18:30 - (B)(6) 2024 0:15 based on the date/time stamp data recorded. The log file indicated that the patient had not connected to power module/mpu power during this history. This indicates the patient had been sleeping on battery power. There were 109 low battery advisory events, and 6 low battery hazard events recorded over the entire recorded history. The following are the sequence of events from (B)(6) 2024 that we are able to determine based on the log file data. On (B)(6) 2024 at 8:56 the patient performed battery exchange to fully charged set of batteries. Later that day at 21:21 a low power advisory alarm was activated, there was about 12 hours and 24 minutes of runtime on battery power. At 22:39 that a low power hazard alarm was activated and there was about a 1 hour, 18 minutes of runtime in low power advisory alarm state. On (B)(6) 2024 at 0:15 a no external power alarm activated, and the system continued operating on the emergency backup battery. The heartmate ii pump remained operating on emergency backup battery power for an unknown amount of time. Once fully depleted, the date/time stamp was no longer maintained and was reset to default. Pump off time was unknown and the date/time became unknown. The white power lead of the system controller was connected to power module power, likely for log file download. Date/time captured as 1jan2001 1:00.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the cause of death was unknown as well as if death was considered device related and operating as intended at the time of death.